Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: based on the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after good faith attempts for retrieval, no further information could be received. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause for the noted patient infection which led to the revision cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of columbus knee implants. According to the complaint description, a revision was performed and the polyethylene component(s) was exchanged. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).